Manufacturer narrative:
Reporting institution name, address & institution phone number: (B)(6). Reporter phone number: (B)(6).

Event description:
A hospital representative reported that there was a portion in the touchscreen which poorly reacted. The unit kept operating when the issue was found. There was no patient involvement. The sales representative conveyed the issue to a dealer representative. He visited the hospital and calibrated the touchscreen, but the issue was not improved. Further information has been requested. If additional information becomes available at a later date, a supplemental report will be submitted.

Manufacturer narrative:
The touchscreen was replaced, and the issue was resolved. The touchscreen assembly was returned for failure investigation. Visual inspection of the returned touchscreen assembly revealed no evidence of damage or contamination. Resistance measurements were performed; resistance measurements were out of specification. The customer complaint of touchscreen out of specification was verified; faults are found on this returned touchscreen.